Event description:
The customer observed falsely elevated magnesium result generated on the alinity c processing module for one patient. The result was not reported out of the lab. The customer repeated the sample on the same instrument and lower result was obtained. The following data was provided: sid (B)(6) , initial result = 9.3 mg/dl; repeat result = 2.3 mg/dl . No impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument, performed troubleshooting procedures and determined the peristaltic head tubing and the alinity c reagent probe were the likely cause of the issue. The fsr resolved the issue by replacing parts. An instrument service history review revealed no additional service tickets associated with discrepant/erratic patient results reported for (B)(6) . A review of tracking and trending for the clinical chemistry systems did not identify any similar issues related to the alinity system, likely cause parts, or discrepant results as described in this complaint. The device history records were reviewed, and no non-conformances were identified. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the alinity c processing module serial number (B)(6) was identified.

Manufacturer narrative:
Section a1 - patient identifier: complete sid is (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated magnesium result generated on the alinity c processing module for one patient. The result was not reported out of the lab. The customer repeated the sample on the same instrument and lower result was obtained. The following data was provided: sid (B)(6). Initial result = 9.3 mg/dl; repeat result = 2.3 mg/dl no impact to patient management was reported.